Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found to the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The complaint regarding a damaged scope was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that 30-degree endoscope was found damaged.